Manufacturer narrative:
User facility reported that the blue frangible pin can occlude the opening in the prismasate bag. The device was not available for evaluation. No further info was available from the user facility. Further testing is being performed in an attempt to duplicate incident. Follow up report will be filed.

Event description:
In 2007, the customer contacted gambro via the intensive care on-line network (icon) regarding an "excess pt fluid loss or gain" limit alarm. Per the customer, treatment was begun at 2:00 in 2007 and the alarm was received a 13:00. The blood flow rate was 125 ml/min, the dialysate flow rate was set at 600 ml/hr, the replacement flow rate was set at 600 ml/hr and the patient's fluid removal rate was 100 ml/hr. The nurse received multiple alarms during treatment but felt that they were a result of a "swinging bag" and over rode the alarms. The default value for this alarm was set at 130 ml. It was only after the nurse received the "excess pt fluid loss or gain alarm" that she realized that the pin was partially occluding the dialysate fluid pathway. The blood was returned to the pt and the pt remained stable with no injury or medical intervention required. Treatment was resumed later without incident. The customer reported on the next day, they had a second occurrence where the pin partially occluded the dialysate pathway. However, the nurse was able to resolve the problem without incident.